Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The patient's mother reported via phone call that the patient had a no delivery alarm and a blood glucose of 600 mg/dl. The patient was treated via manual insulin injection. Troubleshooting was initiated for the issue. The infusion set cannula was inspected; the mother stated that it was not significantly bent, but that it was bent a little. Troubleshooting was declined for the bent cannula. The mother was advised that the no delivery alarm may have been caused by a site or set occlusion, and that she should change the entire infusion system. The insulin pump was not returned or replaced.